Event description:
Covidien rec'd info stating that an 840 ventilator had a blank graphic user interface (gui) display the ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have not duplicated the alleged malfunction and there were no alerts or failures in any of the memory logs. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).